Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. The transmission revealed the pulse generator was in backup vvi operation. The patient was later brought in to the clinic for further troubleshooting. After a device software download was performed, normal device function resumed.